Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate stored electrocardiograms (egms) from this implantable cardioverter defibrillator (ICD), as they were concerned with a potential right ventricular (rv) lead fracture. Ts discussed that there were multiple episodes of over-sensed non-physiological artifacts from (B)(6) 2025, with some resulting in inappropriate anti-tachycardia pacing (atp) delivery. Recommendations were provided for assessing the rv lead integrity, and should any abnormalities be observed, a rv lead replacement was strongly suggested. It was indicated that tachycardia therapy has been programmed off and the patient is pending a surgical replacement procedure to a subcutaneous implantable cardioverter defibrillator (s-ICD) system. At this time, the ICD remains implanted and in-service. No additional adverse patient effects were reported. The rv lead is not a boston scientific product.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.